Event description:
On (B)(4) 2013, the certified diabetes educator (cde) contacted animas stating that the patient had been taken to the emergency room on (B)(6) 2013 and then returned to the hospital and was admitted on (B)(6) 2013, with low blood glucose (bg). The patient's basal rate was lowered and the insulin to carbohydrate ratio was reportedly changed due to the low bgs. No bg values or signs or symptoms were reported. The patient was reportedly still in the hospital as for (B)(6) 2013. Customer technical support made multiple attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly sought medical intervention for hypoglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).